Manufacturer narrative:
Additional narrative: correction: please note that the device availability section was inadvertently reported as (B)(6) 2017 in the initial medwatch report. Please note that the correct date is (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The craniotome device evaluated the device and the reported condition that the device was blocked was confirmed. An assessment was performed on the device which determined the device failed the cutter insertion assessment¿ it was further observed that the device had a drilled neuro-tip. During repair it was observed that the bearings are worn out and loose and created a situation where the cutter was not able to be inserted. It was determined that this was because the bearings are no longer in axial alignment not allowing the cutter to pass through. The assignable root cause of this condition was determined to be due to component damage from normal use over time, failure was caused by worn out bearings. It was further determined that the issue with the drilled neuro-tip was a failure to follow the directions for use. The burr device was improperly loaded into the attachment device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-a attachment device bearing was damaged. It was noted that the ball bearings had fallen apart, the balls were missing and the cage was not available, and the crani clamp was damaged. It was also noted that the device failed pre-repair diagnostic tests for visual assessment, cutter insertion, and temperature assessment. It was noted in the service order ¿crani-a was blocked¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.